Event description:
Customer reported that she took the reservoir out of the insulin pump because she is in the hospital and keeps getting a battery out limit alarm. It was reported that customer was hospitalized for high blood glucose levels. Blood glucose levels at the time of hospitalization was 451 mg/dl. Customer stated that a week ago blood glucose levels were over 600 mg/dl. Customer was not wearing the pump at the time of hospitalization. Customer was off the insulin pump for three days prior to hospitalization. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.